Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent knee procedure on an unknown date and topical skin adhesive was used. Approximately two weeks post operatively the physician removed the skin adhesive. The patient experienced a skin reaction consistent with the adhesive application site. During the device removal, some of the epidermis was removed. Additional information has been requested.